Event description:
Customer complains blood leak during treatment. The dialyzer was on its second reuse. No additional info if the pt suffered any blood loss or, if any, how much it was. There was no patient harm and no medical intervention necessary. (This is the second report for the second dilaysis center. Refering on two other reports: see MFR report# 9611369-2007-00133 and 9611369-2007-00135)

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.